Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose/protruded drive support disk.

Event description:
It was reported that the insulin pump alarmed during a manual prime. It was also stated that the drive support cap was protruded. However, the customer never pushed on the cap. Nothing further was reported.